Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "patient was fused l3-l5 using xia cannulated screws. Both l5 screws broke approx half way down the screw, approx. Where the pedicle meets the vertebral body."